Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2018, and the images of the wells in question looked visually weak positive. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. An immucor field service engineer (fse) visited the customer site on (B)(6) 2018 to assess the instrument in question and found the tubing and probe dirty, the probe teaching in need of optimization, the 1 ml syringe crystalized with saline and the supply tubing leaking. As a consequence, the fse removed and replaced all tubing, removed and replaced the 1 ml syringe, removed and replaced the supply tubing, and optimized the probe teaching. (B)(4).

Event description:
On 11mar2018, it was determined that a customer site report on (B)(6) 2018, reported by an immucor employee on behalf of the customer site, was reportable as an unexpectedly negative antibody identification outcome, when tested on a galileo echo instrument.